Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's wife called the hospital and stated that the patient had gotten the system controller cables caught in the patient's tractor and the cables had pulled out of him, and the pump stopped. Ems arrived and performed CPR and exchanged the system controller. The patient was taken to the hospital and the lvad was found to be functioning properly, the percutaneous cable was intact and the patient was neurologically fine. The patient remains stable on lvad support.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.